Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence, indicating a potential interruption in the insulin supply process. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to disconnect the tubing at the t:lock, replace the tubing, and perform the fill tubing step again, which they successfully did using a new cartridge. After these actions, the customer was able to resume insulin delivery with the same infusion set.